Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-01883. The patient reported experiencing ineffective stimulation. The patient has advanced dementia. The physician decided to leave stimulation on for two weeks and then off for about a month to evaluate effectiveness; however, the patient experienced lack of pain relief nonetheless. Surgical intervention will be undertaken to address the issue.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-01883. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant the system.